Manufacturer narrative:
Event date was reported as about 3 weeks prior to (B)(6) 2012.

Event description:
Information received from the consumer reported that when the stimulation had been on for a couple of hours there was heating at the implantable neurostimulator (ins) pocket site. When the ins was turned off the heating subsided. The issue started 3 weeks prior to report ((B)(6) 2012). There was no known accident or incident related to the onset of this issue. Additional information received on (B)(6) 2012 from the manufacturer's representative reported that in the past 3 weeks the patient had felt heat at the ins pocket site twice. It was noted that they were no charging at the time. The patient denied any falls or trauma to the area. Impedance readings were normal. Follow up information received from the manufacturer's representative on (B)(6) 2012 confirmed that they checked impedances and they were normal. They also palpated the patient's pocket site with the stimulation on and off and did not feel any heat at the site. The patient was not reprogrammed and was reported as doing fine. Additional information received from the patient on (B)(6) 2016 reported that they felt "painful heat" at the ins site. Further follow up information received from the patient re ported that they were not sure when the heating at the ins site began but noted that the unit started to heat up, mostly when charging. No steps had been taken to resolve the issue other than they were told to turn the device off. No other things were suggested including a replacement. The patient stated that they were getting pain control but now "life sucks again". Additional follow up received from the patient on (B)(6) 2016 noted that the first time they noticed the heating at the ins site was after the first charging. They stated that it was now consistently "overheating" and was told to turn the ins off. The indication for use for the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.